Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as the issue was intermittent. It was reported to philips that the system was unable to make exposures. Upon troubleshooting, the philips field service engineer (fse) checked the system logfiles and found that there were many 'testshot underexposed. Retry' error. On further troubleshooting the fse checked the system onsite and found that the patient was overweight in this event and a large c-arm angle was used in the procedure that caused the issue. To resolve the issue, fse guided customers to change the c-arm angle in order to reduce thickness when encountering similar situations again. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such a complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete it as planned on the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.